Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed intraoperatively from the pt's eye due to unspecified reason. The incision was enlarged and sutures were used. Additional info has been requested, but has not been received. Refer to MDR # 1313525-2015-00052 for the delivery device used during the procedure.